Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had to press the button 8 to 10 times to get the buttons to respond. She was unable to get the insulin pump to rewind because the insulin pump's buttons were unresponsive. Customer's blood glucose level at the time of the event was 458 mg/dl. The customer treated her high blood glucose level with a friend's insulin pen. The insulin pump's buttons first stopped working when her blood glucose level was high and was having ketones. She felt like she was in a diabetic ketoacidosis because she was very thirsty. The customer was on manual injections since friday morning. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.